Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator stopped providing breaths to the patient. There was no patient injury.

Manufacturer narrative:
For the investigation the provided logfile was analysed. The log entries confirm the reported problem on (B)(6) 2019 at 11:47 am. The root cause for this was a faulty o2 proportional valve. Two proportional valves mix oxygen and air or heliox from a central compressed gas supply into a mixing tank based on preset parameters. In case of a malfunction of this valve the device opens the safety valve, performs a pneumatic release and posts the accompanying alarm message "device failure (6)". The reported problem could be confirmed by analysis of the log file. The dräger service identified the o2 proportional valve as faulty and replaced the part which solved the issue. After the replacement, the device passe a test as per manufacturer specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.